Manufacturer narrative:
(B)(4)

Event description:
It was reported that a non-complaint patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture. Chest x-ray revealed the lead no longer had a slack; a micro dislodgement was suspected. The patient paces less than 1 percent of the time and did not experience any symptoms due to non-capture. The device was programmed to fixed ventricular outputs.